Manufacturer narrative:
Device received with cracked battery tube threads and broken battery cap noted. The test reservoir p-cap was able to lock in place. After installing the battery tester, the device shows low power battery sign and no key function due to corroded battery tube spring noted. Device passed self test no missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen which impairs visibility. The customer also reported that the housing of the battery chamber was cracked, screw area was corroded, failed battery area and battery cap was worn. No harm requiring medical intervention was reported. The device will not be returned for analysis.